Manufacturer narrative:
Device analysis report attached. This report is submitted on october 16, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 in order for the patient to get serial MRI imaging.